Event description:
A missing low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when his blood glucose was low and he experienced symptoms of a seizure and a loss of consciousness. The customer was admitted to the hospital where he was treated with 15% glucose serum and 20% glucosamine and glucose serum for the diagnosis of hypoglycemia. The customer reported subsequently experiencing cardiorespiratory arrest while at hospital with no further information provided. It cannot be determined whether or not this event is related to reported sensor issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. Low and high glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing low alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor failed to alarm when his blood glucose was low and he experienced symptoms of a seizure and a loss of consciousness. The customer was admitted to the hospital where he was treated with 15% glucose serum and 20% glucosamine and glucose serum for the diagnosis of hypoglycemia. The customer reported subsequently experiencing cardiorespiratory arrest while at hospital with no further information provided. It cannot be determined whether or not this event is related to reported sensor issue. There was no report of death or permanent injury associated with this event.